Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue in the biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has found white residue is found in biopsy channel due to usage of nexpowder. The event can be prevented by following the instructions for use which state: the endoscope must be fully reprocessed after each clinical use, including thorough manual cleaning, flushing, and brushing of all channels prior to automated reprocessing. These requirements are outlined in the reprocessing manual (chapter 4: reprocessing workflow, chapter 5: reprocessing the endoscope, and chapter 7: reprocessing with an aer);. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.